Manufacturer narrative:
Submit date: 06/29/2016. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 04/15/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a umbilical venous catheter. The customer states that the uvc catheter was placed by md at 1530. The catheter had d10 with protein and intralipids infusing. At 1700, the rn noticed that the bed was wet and the catheter was leaking from the end of the catheter before the hub. The uvc was pulled out.

Manufacturer narrative:
Model and catalog#. Was updated from unknown ne to 8888160333.